Manufacturer narrative:
Attempts to obtain additional information were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this device was found to not have brady therapy enabled. There were high out of range impedance measurements and noise signals repeated every two seconds. Boston scientific technical services (ts) indicated that the noise will be present until the device detects a lead. As a connection issue was suspected, a revision procedure was scheduled. The connection was corrected and the device and lead remain implanted. No additional adverse patient effects were reported.